Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item#: 42527000510, lot#: 64519782 found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side. Not all pieces were returned. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surface trial broke upon removal. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the provided photograph found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.